Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant procedure of the leadless implantable pulse generator (ipg), the patient was admitted to the hospital with dyspnea, fever and pulmonary embolism, potentially caused with introducer. Red blood cells transfusion was administered and patient was discharged after two days. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.